Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported by a customer support agent that a new ilet user experienced low blood glucose of 55 mg/dl while sitting on the couch without announcing a meal. The user treated the low with fast-acting carbohydrates (pepsi). The low lasted about 15 minutes before returning to range. No external assistance or medical intervention occurred.